Event description:
It was reported that after the device battery depleted and the user recharged it, the ilet would not pair with the mobile app and displayed an abnormal bluetooth identifier, consistent with an unexpected shutdown; the user¿s blood glucose remained in range throughout. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown associated with a communications board issue and a component-level insulation problem affecting the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a faulty chip and hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.